Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella 5.0 device for mechanical circulatory support. During implantation, the grant was sewn on, wire crossed into the left ventricle (lv), however despite multiple attempts, the device could not make the final turn into the innominate. The 5.0 was aborted and the patient remained on impella cp support.